Event description:
It was reported that the subject device had an image interference noise, cable failure and caused image noise. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image noise was generated due to cable failure. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image interference noise, cable failure and caused image noise. There were no reports of patient harm.